Event description:
Customer stated "the cord of the pad sparked and a flame shot out and this caused the cord to burn." The product was returned for investigation. The product was approx. 5 years and 11 months old when the incident occurred. An investigation was done into the customers complaint, and the inspector found that the cord had cut near the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. Customer did not claim any injury based on the bce review of feedbacks, bce did not observe a similar issue within the lot.